Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 400 mg/dl and trace amounts of ketones. Manual injections were administered to address the bg levels.